Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for low blood glucose of 40mg/dl. The customer stated that he woke up with high blood glucose and then he changed the infusion set. The customer stated that he treated himself with a manual injection of 5 units before changing the infusion set. Troubleshooting was performed. The time, date, basals, and bolus history were correct. Ran a self test and the device passed the test. The customer stated feeling uncomfortable using the device and requested a replacement of the insulin pump. Advised the customer to revert to back up plan. No further information was provided.